Event description:
2005: the device involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case has failed visual testing due to a white line down the top right side. At this time, co consideres this matter closed.